Event description:
Customer reported that pump was not charging. There was no reported impact to the customer¿s blood glucose level. Customer declined to return pump for investigation. No additional information was provided.